Manufacturer narrative:
(B)(4). The customer reported that sparks were observed while in use on a pt. The involved pt died, but the customer stated that the device behavior was not a factor in pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that sparks were observed while in use on a pt. The involved pt died, but the customer stated that device behavior was not a factor in pt outcome.